Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 2. Then on (B)(6) 2021, post transesophageal echocardiogram (tee) revealed the clip became detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed due to the patient is stable and mr is still 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.